Manufacturer narrative:
The reported event of incorrect measurement/unable to program device was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. The device was programmed and interrogated under nominal conditions successfully. Additional interrogation was not successful due to low battery voltage. Analysis performed after cutting open and attaching the device to a power source measured normal current level. Longevity assessment was performed based on nominal conditions and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported a patient's pacemaker presented with a diagnostic issue in which it struggled to make programming changes. The device was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was discharged.